Manufacturer narrative:
Product event summary: it was reported that the clip on the shower bag strap was broken. The unit was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the device was not returned and no supporting evidence was provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps or clips can be attributed to wear and/or handling of the pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip on the shower bag strap broke. The shower bag was exchanged. No patient complications have been reported as a result of this event.